Event description:
It was reported that the patient received 5 inappropriate shocks as the right ventricular lead had noise, oversensing, high impedance, no capture, and a fracture. It was also reported that the device was reprogrammed to turn off therapies. The lead was later cut, capped and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered programmer data shows a lead integrity alert on (B)(6) 2011 16:51:56.1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 16:51:56. Impedance - high resistance/impedance 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:03 and (B)(6) 2011 02:15:05. Daily pace impedance trend data shows an abrupt increase for rv pace= 560 to inf ohms (unfiltered) peak between (B)(6) 2011. Sensing - oversensing 14 - ventricular nst<=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 05:35:14 and 07:14:40. 5 - vf<=190 ms average v-cycle on (B)(6) 2011 in the timeframe between 01:11:08 and 04:06:47. Sensing - interference/noise ventricular short interval count v-sic=3433.5 counts avg/day, in 1.30 days, between (B)(6) 2011 07:19:08 and (B)(6) 2011 14:36:22. Ventricular short interval count v-sic=2305 counts, in 0.60 day, between (B)(6) 2011 16:48:55 and (B)(6) 2011 07:15:59.